Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failed. No patient consequences reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The device and its logbook were requested for the investigation, but not provided. In addition to the description of event, it was reported that the device has entries in the error log that indicate an electrical failure of the pcb sensor. Based on the investigation of previous complaints, it is likely that the root cause of the malfunction of the pcb sensor is a detachment of the contact surface between bonding wire and bondpad in one of the installed sensors. This contact surface is responsible for the electrical connection of the sensor to the pcb. In the event of a device failure, the device will alarm visually and acoustically, but may not provide adequate ventilation. The instructions for use state that an alternative ventilation option (eg ambu bag) must be kept available.